Event description:
It was reported that one week after patient received a new implantable cardioverter defibrillator (ICD), the doctor had to open the pocket to evacuate a hematoma. The patient¿s current device would likely be extracted due to wound being open. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6949 implantable pacing lead: implanted: (B)(6) 2006. 4194 implantable pacing lead: implanted: (B)(6) 2006. 4076 implantable pacing lead: implanted: (B)(6) 2007. (B)(4).